Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error codes c-30 and c-100 occurred on vio dv integrated electrosurgical unit (iesu). The customer performed a power cycle, but the issue was not resolved. The tse had the customer power cycle the iesu again, but the issue persisted. The customer replaced the green monopolar cable, temporarily resolving the issue, but the problem returned. The tse inquired if a third-party generator was available to continue the case, but the customer was uncertain. The customer decided to proceed with the procedure and requested the system to be checked later. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found system logs confirmed multiple c-34 and c-30 errors. During failure analysis, the issue was replicated, showing c-34/c-00 errors on startup and additional c-00 errors in logs. The unit will be sent to the original equipment manufacturer for further investigation. The complaint was confirmed based on failure analysis. The probable cause of this issue is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.